Manufacturer narrative:
(B)(6), the distributor of the infusion set. The internal reference number for this complaint at (B)(4). This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for (B)(4). In november 2013 a voluntary product recall for the device was initiated and reported to the FDA under report no 8021545-11/19/2013-0006. Used device: no unused devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: no relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. (B)(6).

Event description:
"Patient had pump in holster and noticed that infusion tubing was disconnected from tubing connector. No incidences were reported that pulled the infusion tubing. Patient has many lots of infusion sets and unsure which one this one came from. Patient reported a bg of 180 and was going to correct for missing basal with mdi."